Event description:
Procedure: anterior resection. According to the reporter: upon attempting to withdraw the pceea during a lap high anterior resection the device couldn't be removed from the rectum. The decision was made by the surgeon to open the pt and remove the anvil through a colostomy. The anastomosis was redone in the original staple line. Surgical time extended approx 45min.

Manufacturer narrative:
(B)(4).